Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that while trying to dock on the right eye for a flap treatment, the fellow surgeon was having a hard time getting enough meniscus to show on the patient interface due to where the suction tubing entering the interface was hitting the patients temporal orbital bone not allowing the interface to rest on the eye completely. Several attempts were made to obtain suction and finally got a decent meniscus to apply suction although there were bubbles dancing around the periphery of the eye nasally. After about five seconds or so into the treatment a couple of air bubbles appeared nasally and inferiorly but did not enter centrally and treatment continued. As the side cut was being made, it reached the air bubbles and looked to create the side cuts through them at that time. Treatment was completed with several bubbles present nasally. While trying to lift the flap the attending surgeon was able to enter and free the flap everywhere except the side cut in the area from three o'clock nasally to around six o'clock inferiorly. Scissors were used to the cut the flap in that area of treatment. After cutting the side cut, the flap was reflected and treated with no other issues.

Manufacturer narrative:
Prior to the reported event, the company service representative performed standard preventative maintenance (pm). The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).